Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery after changing her infusion set and reservoir. The alarm occurred during the manual prime process. The patient's blood glucose at the time of incident was 435 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer was advised to disconnect the tubing and reservoir and reconnect them. The customer then successfully rewound the pump and primed. The customer checked their blood glucose and bolused. Her blood glucose was 191 mg/dl. She was advised that the pump was working as designed. No products were shipped or returned.